Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Event description:
It was reported that the surgeon had another screw go through a baseplate. The incident involved a self-drilling screw and a large baseplate. He did not use a non-locking screw prior to using the self-drilling screw. When thinking about why the surgeon is the only one seeing this issue, it was hypothesized that he is damaging the threads with the baseplate impactor handle when it is used without the inserter rod. The surgeon's technique is as follows: insert the baseplate with the baseplate inserter rod, without the impactor handle assembled remove the baseplate inserter rod and use the impactor handle to seat the baseplate. Other surgeons report that they use the entire construct (impactor handle and rod) to seat the glenoid. Another surgeon only uses the impactor rod to seat the glenoid. This is a shoulder reconstruction inhance device.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.